Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 66 mg/dl and 104 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.